Manufacturer narrative:
Continuation of d10: product ID: hh9020tdd, serial# (B)(6). Product ID: a820. Serial# unknown. Product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient representative (rep) regarding a patient receiving intrathecal medication via an implantable pump for non-malignant pain. It was reported that for about a month or so when the patient tried to bolus it is lagging at 90%. Agent reviewed data and walked patient through deleting the data. The patient would call back if he needs further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that the controller slowed down when they went to set up the boluses. They reached out a couple times in the past and they walked them through what it was, and it was getting stuck at 90% again. It was almost 5 minutes. The issue started last week and that was when it slowed down quite a bit. The following troubleshooting steps were performed: closed out of all running applications and cleared the data. The troubleshooting resolved the issue. The patient gets 5 boluses per day.